Event description:
The patient's attorney contacted the manufacturer alleging "in 1998, plainfiff underwent surgery. Until the device was removed from plaintiff, the device malfunctioned regularly causing plaintiff ongoing pain and discomfprt. Plaintiff had increasing pain in the area of the surgery, paresthesias in the area of the posterior tibial nerve, pain in the arch of the foot along the medial planter nerve, numbness, pins and needles shooting down the foot and constant pain in the medial arch and medial ankle."

Event description:
The patient's attorney contacted the manufacturer alleging, "in 1998, plaintiff underwent surgery...until the device was removed from plaintiff, the device malfunctioned regularly causing plaintiff ongoing pain and discomfort. Plaintiff had increasing pain in the area of the surgery, paresthesias in the area of the posterior tibial nerve, pain in the arch of the foot along the medial plantar nerve, numbness, pins and needles shooting down the foot, and constant pain in the medial arch and medial ankle."